Manufacturer narrative:
During the procedure, the surgeon found the cashmere 14 cerecyte coil (crc14030630/c20087) could not be detached. The surgeon tried to adjust and detach by torquing the wire and changing the cable and detach box, but still failed. Finally the surgeon changed another coil to complete. No adverse event was reported and the component will be return for analysis. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The detachment control box used during the procedure was an enpower dcb (dcb000005-00/c20153) and enpower cable (cb000157-00/c20064), and pre-deployment electrical check was performed prior to inserting in the patient and it passed. No low battery light or fault light was seen during the case. Upon pressing the power button, all lights illuminated, and the audible signal beep. All connections appear to fit properly without application of excessive force. A sl 10 microcatheter was used with the device (boston scientific), and other coils were used with the same microcatheter. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, coil ring fracture or bent, etc.), and the coil remained attached to the delivery system. The target site was the left internal carotid artery after the traffic section of irregular shaped aneurysm, and the patient was admitted with subarachnoid hemorrhage. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The coil was returned damaged, but was found returned unsheathed and entangled inside the packaging. The circumstances that produced this damage to the coil cannot be determined. The most likely contributing factor to the microcoil system passing the pre-deployment check and then failing to detach the coil inside the aneurysm was most likely due to a fracture of the solder joint connection located inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The reported event was confirmed with analysis, since the device failed electrical testing during analysis process. No conclusion can be definitively drawn with regard to the root cause of the complaint event associated with this device, but the analysis appears to adequately address any potential causes. The additional damages found on the unit may have occurred after use of the device or during shipping, since it was noted that the device was not damage after removal from the patient. Additionally a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.

Manufacturer narrative:
Additional information indicated that after the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The detachment control box used during the procedure was an enpower dcb (dcb000005-00/c20153) and enpower cable (cb000157-00/c20064), and pre-deployment electrical check was performed prior to inserting in the patient and it passed. No low battery light or fault light was seen during the case. Upon pressing the power button, all lights illuminated, and the audible signal beep. All connections appear to fit properly without application of excessive force. A sl 10 microcatheter was used with the device (boston scientific), and other coils were used with the same microcatheter. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, coil ring fracture or bent, etc.), and the coil remained attached to the delivery system. The target site was the left internal carotid artery after the traffic section of irregular shaped aneurysm, and the patient was admitted with subarachnoid hemorrhage. Addiitonal information will be submitted within 30 days of receipt.

Event description:
During the procedure, the surgeon found the cashmere 14 cerecyte coil (1-1231384982/c20087) could not be detached. The surgeon tried to adjust and change cable and detach box, but still failed. Finally the surgeon changed another coil to complete. No adverse event was reported and the component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing; however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.